Manufacturer narrative:
Follow-up #1: date of submission 6/8/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: moisture observed under display lens. Cracked battery compartment below grip pad to case seal. Leak test failed due to battery comparmtent leak. Opened pump, moisture damage on cgm board, display, and power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.